Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable loop recorder (ilr) showed asystole episodes via carelink. A follow-on carelink transmission provided normal readings and the ilr remains in use. No patient complications have been reported as a result of this event.